Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Examination of the returned instrument found the trial head was heavily nicked/scratched and not cracked as originally reported. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the 36 mm trial heads were cracked and were found in csp after the case. No patient involvement or case delays.